Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor. Reliability analysis performed a visual inspection and found that the sensor cannula was broken. The broken part of the cannula was missing. Reliability analysis was unable to confirm that the customer received the sensor in the condition they claimed due to customer returning an opened/used product.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised the green light did not blink when connected to the sensor and they received a lost sensor alarm. Customer advised they removed the sensor and the cannula was retracted. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.